Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated for motor drift, so the original complaint issue was not able to be confirmed. Not set up to be tested under load.

Event description:
The provider states the head motor will drift down after raising up.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the head motor will drift down after raising up.